Event description:
It was reported that the patient delivered spontaneously on (B)(6) 2020 and suture was used to suture torn right labia majora. The patient experienced poor wound healing. One month later, about 1.5 cm abscess appeared at the suture site, and multiple debridement was performed; repeated one week later and two weeks later, and wound has not healed yet.

Manufacturer narrative:
(B)(4). This is a combination product, and the event has been reviewed for both the suture and the triclosan. (B)(4). To date the device has not been returned. If the device or further details are received at the later date a supplemental medwatch will be sent. Additional information was requested, and the following was obtained: did the operating surgeon observe any suture deficiency or anomaly before, during the suture placement and/or during debridement procedures? Not mention. What type of debridement was performed? Was it required anesthesia additionally? Please specify. Wound infection to form a pus cavity, the first incision of the pus cavity to remove pus, cut off visible suture; the wound was re-exposed for a second time and drained. Other relevant patient factors/comorbidities/concomitant medications? No. What is physician¿s opinion as to the etiology of or contributing factors to this event (abscess and poor wound healing)? Absorption of suture for too long and maternal physical fitness related to the formation of infection. What is the patient¿s current status? Discharged from hospital. Additional information was provided: the product code involved are vcp422h and vcp917h (both lot number are unknown). The following information was requested, but unavailable: the patient demographic info: weight, bmi at the time of index procedure? Please clarify lot number? What was the tissue condition, i.e., normal or thin, calcified, fragile, diseased? Was any prescribed medication required for treatment? Please specify. Were cultures performed? Results? Note: events reported in 2210968-2021-00157. Trade name - irgacare®, active ingredient(s) ¿ triclosan, dosage form ¿ suture/solid/parenteral, strength ¿ = 275 g/m.